Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 30 mg/dl. The customer's wife stated the customer had bolused for food without eating, causing them to be become unconscious. The cause of the customer's hospitalization was from over-bolusing. The wife also reported a no delivery alarm on the customer's insulin pump. No additional information provided.